Event description:
It was reported that pump malfunction alarm code 15 occurred for male customer in norway, with no notable events prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer restarted pump but issue persisted, so customer technical support arranged replacement pump, confirmed shipping address, instructed customer to use backup insulin pump for insulin delivery, guided customer to place malfunctioning pump in storage mode, and directed customer to return pump using prepaid label within 10 days, which customer understood and acknowledged.